Event description:
The customer reported a failure to discharge.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. The device was evaluated by a philips field service engineer at the customer site, and the symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.